Event description:
Refer for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer on (B)(6) 2023 and obtained the following additional/updated information regarding the reported event: it was confirmed that the issue occurred during sterile instrument arm drape installation. The issue resolved and the site continued and completed the procedure successfully.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that while draping patient side manipulator (psm) 1, the sterile adapter discs were not engaging properly. The customer reseated the drape, but the issue could not be resolved. The customer then tried a new drape, but the issue persisted. The customer discovered that the sterile adapter release button was loose. The site continued the procedure with the other arms. There was no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the sterile adapter discs were not engaging properly on patient side manipulator (psm) 1 during draping, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse confirmed that the sterile adapter was loose when installed on psm 1. The location of the fixed adapter was damaged. The fse replaced psm 1 to resolve the reported problem. The system was tested and verified as ready for use. Isi received the psm involved with this complaint to perform failure analysis. Failure analysis investigation confirmed the reported failure during visual inspection. The sterile adapter release assembly would be replaced as a fix to the reported problem. The root cause of the reported issue was deemed to be a component failure. The complaint regarding the sterile adapter discs were not engaging properly on psm 1 was confirmed based on the field evaluation and failure analysis investigations, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: a psm was disabled/abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.